Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02990. It was reported the patient experienced ineffective therapy. High impedances were measured on the l1 lead (1627487-2022-02990). Additionally, the ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg and l1 was explanted and replaced to address the issue.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-05580. Should not have been reported as a medical device report (MDR) after analysis and a longevity calculation of the returned device confirmed it had declared eri (elective replacement indication) and eol (end of life) and that it had normal battery depletion. Product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.